Manufacturer narrative:
Accuracy comparison of inr values reported by user: date: (B)(6) 2010; inratio: 5.3 inr; reference: 3.3 inr; mean: 4.3; confidence limits: 2.4-6.1. Inr test results were obtained within mins between readings. The mean of the inratio meter and comparative system inrs was calculated. All values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The reported inr values meet the criteria for accuracy. No further investigation required. As of 08/24/2010, 1 discrepant results complaint was reported for lot #234526 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 5.3; lab: 3.3. He has no medication change, no autoimmune disease. No bleeding.